Event description:
It was reported that hair was discovered on top of the tray of the kit inside the sterile wrapping. A different kit was used and the surgery was completed with no problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of pne lead kit model # 3065usc, lot # n392762 showed lead packaging foreign material.